Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 460 mg/dl. The mother stated that the pump read no delivery on (B)(6) and insulin was not going through. The customer was treated with manual injections. The customer stated that they did a set change and had issues after the change. The customer was also hospitalized for high sugars and ketones. The customer had symptoms such as nausea. The customer was treated with manual injections. The customer was advised for the no delivery alarm to recur to troubleshoot. The customer will be sent a replacement pump.